Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during visual inspection and leak testing. The cause of the event was determined to be small hole in the tubing located approximately 5/8¿ from the base of the closed twist sleeve. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked near the occlude feet. A crack near the portion of the leakage was confirmed. This event occurred during use with patient involvement. The titanium transfer set was in use for five months. The titanium transfer set was replaced with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.